Event description:
A patient reported blood glucose results of "146 and 295 mg/dl" with a lifescan meter, performed within 10 minutes of each other.

Event description:
A patient reported blood glucose results of " -146 and 295 - mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <20mg/dl, thereby inidicating a potential malfunction of the meter in terms of precision.